Event description:
Report 2 of 2. The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that solution leaked from an unspecified location on the tubing set. The customer contact reported that the pt came in contact with the solution; however, no specific details were provided. It was reported that the area was "washed off." The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.